Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The replaced touch screen and the processor board were returned to livanova (B)(4) for detailed investigation. During evaluation, the reported issue was reproduced and the root cause was determined to be ingress of liquid onto the processor board, which led to the oxidation of several pins on multiple components. The cause for liquid ingress could not be identified.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4) . A livanova service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and performed a replacement of the touch screen and associated circuit board and accessories. Subsequent functional testing did not identify further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 roller pump stopped and lost power during a procedure. There was no report of patient injury.